Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of a homechoice cassette became disconnected from a luer transfer set during peritoneal dialysis therapy. This event occurred during use with patient involvement. The patient has been hospitalized for prophylactic peritonitis treatment. Patient's condition reportedly is stable. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
Two (2) photos and the actual device were received for evaluation. A visual inspection of the sample and photos was performed with the naked eye. The photo showed that the transfer set's female connector was separated from the main body. The actual transfer set was received together. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The unit was difficult to disconnect from the in-lab patient connector due to the female connector separating from the main body. There was evidence of solvent on the main body and female connector from where the missing chip once placed. The unit was received with a partial patient line. The reported condition was verified. An assignable cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.